Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. There were no issues identified that would have impacted this event. Based on third-party reports, the cgm may have provided inconsistent readings prior to the event. This information has been shared with the cgm manufacturer for further evaluation. At the time of this report, the ilet evaluation is still in progress. A supplemental report will be submitted upon completion of the failure investigation.

Event description:
On (B)(6) 2025, the user presented to the emergency room (ER) with diabetic ketoacidosis (dka) and was treated with intravenous (IV) insulin. The user had resumed use of the ilet insulin pump on (B)(6) 2025 under healthcare provider supervision following a prior period of discontinued use. On (B)(6), the user was evaluated at a scheduled office visit and subsequently advised to seek emergency care due to continued elevated blood glucose (bg) levels. The user was transported to the ER by a family member and discharged the same day.